Event description:
During an emergency cardiac catheterization procedure the md was attempting to insert a introducer for a left ventricular assist device. As he was doing so, it was noted that the tip of the sheath "accordioned" or bunched up which prevented it from being threaded into the right femoral artery. Subsequently, the femoral artery was perforated, which may or may not have been as a result of the sheath tip deformity.